Event description:
It was reported that one day after implant, it was discovered that the right ventricular (rv) lead had dislodged. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).